Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to moisture damage on keypad trace. No moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer does not recall any significant events leading to the alarm. The customer plays tennis five times a week and the doctor had them take off the insulin pump because they sweat. Customer's blood glucose level was 68 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.